Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) procedure when the fiber was connected to the console, a flash of light was observed. The light was observed to be coming out of a break located on the fiber. The fiber was replaced with a second fiber to complete the procedure. There were no clinical consequences to the patient.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) procedure when the fiber was connected to the console, a flash of light was observed. The light was observed to be coming out of a break located on the fiber. The fiber was replaced with a second fiber to complete the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified a break in the fiber body 41.5 from the connector. It is probable that the fiber break occurred due to excessive manipulation/rough technique during setup. According to the device instructions for use (IFU), the fiber should not be bent at sharp angles as this may result in damage to the fiber. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The metal cap exhibited no charred detritus adhesion on surface. The glass cap exhibited no devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed a break in the fiber body 41.5 from the connector. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to error was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event.